Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced tachycardia with no pacing noted on the implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead exhibited rare undersensing with a small drop in r wave amplitude. The ipg and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the physician that the ipg and the rv lead did not exhibit a malfunction. Patient symptoms were not related to the ipg or the rv lead, patient symptoms are related to an increase in atrial fibrillation (af).

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.